Manufacturer narrative:
The event occurred in (B)(6). This medwatch report is for the suspect device used in the aviva nano system (lot number and expiration date unknown). (B)(4). Device will not be returned to manufacturer.

Event description:
Customer received a result of hi (greater than 600 mg/dl) on the mobile system and a result of 160 mg/dl on the aviva nano system within 10 minutes. On a different date the customer received a result of 500 mg/dl on the mobile system and a result of 230 mg/dl on the aviva nano system within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device however the test strips were not returned.